Manufacturer narrative:
Device evaluation: no product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation.

Event description:
It was reported a -no disposable- alarm with cassette on both pumps. Advised patient to change cassette. Patient mixing cassette and will call back if further issues. Patient been off 6 minutes. No symptoms. Cassette lot number: 4219996. No patient injury was reported.